Manufacturer narrative:
A device history record (DHR) review was completed for lot# 17d021562. There were no manufacturing related issues related to the complaint issued for this lot. One sample was received and an inspection of the sample resulted in confirming the reported condition. The root cause could have occurred during the tentering process, which occurs prior to the conversion and packaging process. A formal corrective and preventative action (CAPA) was opened because of linting/short fibers to address this issue. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/27/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports when package was opened, some of the fibers from the sponges were coming off.